Event description:
It was reported that a patient experienced peritonitis, manifested by a fever and ¿feeling unwell¿, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was reported the patient went to the hospital but was not reported if the patient was admitted. Treatment details were not reported. Dianeal and extraneal therapy remained ongoing. Outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.